Event description:
At the end of a laparoscopic right hemihepatectomy, the ptfe pad slightly detached from the proximal end of the jaw on the device and disintegrated near the tip on the second. The physician replaced the device with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The eval confirmed that the part of the ptfe pad of the second device was severely worn. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the issue separated), the ptfe pad severely wears. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicting that the probe and grasping section were in contact with each other were made. The instruction manual of thunderbeat scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR report number 8010047-2013-00764.